Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the operating room for a generator changeout due to advisory. Device interrogation revealed the device was in backup vvi mode. The physician disabled the high voltage therapy before the planned replacement. The patient condition after the procedure was well.

Manufacturer narrative:
The reported event of backup vvi was confirmed. The device image reset log was reviewed and an rf ic anomaly was observed. The cause of the backup vvi was multiple rf interrupts caused by an rf ic anomaly.

Manufacturer narrative:
Correction: UDI.